Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing records is not possible. No information has been provided regarding where on the patient the arista ah was used; however the IFU was found to contraindicate the use of arista ah into blood vessels as there is a potential for embolization. The information provided is limited. The contact (pharmacist) reports that he does not have any case or patient details to provide. Additional information has been requested from the doctor; at this time there has been no response. Based on the limited information provided no conclusion can be made. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As reported post operative, the patient exhibited symptoms of air embolism. A diagnosis could not be confirmed with a CT scan, nor could a cause of the possible embolism be identified. The contact reports that the doctor was looking at all possible contributors from the patient's surgery to figure out a cause of the "micro-embolism." The contact (pharmacist) had no information as to, what kind of case it was, where the arista ah was being used or any other relevant information regarding the case or patient condition. At this time there is no specific allegation that the arista ah caused the embolism.